Manufacturer narrative:
This report is associated with argus case (B)(4), biotene original oral rinse (original).

Event description:
Accidentally ingested half of a tablespoon of the biotene original oral rinse 128 oz (original). Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glucose oxidase, lactoperoxidase, lysozyme (biotene original oral rinse (original)) mouth wash (batch number (B)(4), expiry date 30th april 2019) for dry mouth. On an unknown date, the patient started biotene original oral rinse (original). On (B)(6) 2016, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (original). Additional details, adverse event information was received on (B)(6) 2016. The consumer reported they accidentally ingested half of a tablespoon of the biotene original oral rinse 128 oz (original). The consumer did not speak to a health care professional.